Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-5 error code. Nurse is calling on behalf of the customer. The e-5 error occurred when the blood sample was absorbed. At the time of the call the customer was not feeling well; nurse did not specify what symptoms customer was experiencing. Nurse stated that she had given the customer orange juice. Nurse stated she was going to call the doctor. Customer could not continue with the troubleshooting process and no further information was able to be obtained.